Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) it was reported by the biomedical device support director that the pt demonstrated blood in the percutaneous lead and a decision was made to replace the lvad with another lvad. The pt unfortunately expired the day after the lvad exchange.